Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The 3.0x120mm armada referenced is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was performed to treat a lesion in the anterior tibial with heavy calcification and no tortuosity. A spartacore guide wire was advanced to the target lesion without anatomical resistance. A 3.0x120mm armada percutaneous transluminal angioplasty catheter (ptac) was then advanced over the guide wire; however, prior to the ptac entering the patient anatomy, the guide wire coating was observed to be peeling. The pieces of coating were confirmed to be located outside the anatomy and peeled coating was not introduced in the patient. The ptac was subsequently withdrawn from the guide wire, and then the guide wire was withdrawn from the patient without any anatomical resistance. A command guide wire was then advanced to the target lesion, and the armada ptac was re-advanced over the guide wire. The ptac balloon reached the target lesion; however, the balloon ruptured during the first inflation at 13 atmospheres. The ptac was subsequently withdrawn from the patient anatomy without anatomical resistance and was replaced with an unspecified balloon catheter to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection was performed on the returned guide wire. The reported peeled teflon was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents. The investigation was unable to determine a cause for the peeled teflon. It may be possible that the coating of the guide wire was scraped during removal from the dispenser coil or interacting with associated devices during use; however, this could not be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.